Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Visual evaluation: visual analysis of the photographs identified: yellow particles on the fill channel. Fluids. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The reason for reoperation was rupture.

Event description:
Healthcare professional reported ¿right side deflation¿. Device has been explanted.